Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with increasing dyspnea , fever and increasing pain at the device pocket. An echocardial exam showed pericardial effusion. The pocket was drained and patient was given medication. Patient was discharged.